Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-00975. (B)(4) study. It was reported that a chest pain and st elevation occurred. In (B)(6) 2010, the subject presented with complaints of severe mid sternal chest discomfort radiating to left arm and associated with diaphoresis and nausea. The subject was diagnosed with unstable angina and cardiac catheterization was recommended. Electrocardiogram (EKG) revealed sinus rhythm with right bundle branch block. The index procedure was performed and the subject was enrolled in the (B)(4) study. Target lesion #1 was a de novo lesion located in the distal left circumflex (lcx) with 70-75% stenosis and was 14 mm long with a reference vessel diameter of 3.5 mm. Target lesion was treated with direct stent placement of a 3.50 x 24 mm (B)(4) stent. Following post dilation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel. In (B)(6) 2014, the subject presented with the complaints of chest pain associated with shortness of breath. The subject became diaphoretic, nauseated and vomited once. Troponins were noted to be elevated. However, the site wishes to report event of myocardial infarction (mi). ECG performed revealed normal sinus rhythm with right bundle branch block and abnormal ECG. The subject was diagnosed with acute inferior st-segment elevation. At the time of the event, the subject was on aspirin and clopidogrel. Study drug per protocol was never taken during the study. Intervention was performed in right coronary artery (rca) (non-target revascularization) and a 2.0 x 15 mm apex balloon catheter was used to inflate the distal section of rca. However it "did not give any power to advance the guideliner" and it was replaced by a 2.5 x 15 mm apex balloon catheter. During this interventional procedure, the subject was noted to have st elevation and chest pain due to the blocked flow distally which was felt to be due to guiding catheter (2.5 x 15 mm apex balloon catheter). Finally, a 2.25 x 20 mm promus element plus everolimus-eluting platinum chromium coronary stent system in distal rca and a 2.75 x 16 mm promus element plus everolimus-eluting platinum chromium coronary stent system in mid rca were implanted successfully. However, there was a 30% stenosis with a little stepdown noted, distal to 2.25 x 20 mm promus element plus everolimus-eluting platinum chromium coronary stent system. The flow to posterior descending artery (pda) branch was slightly impaired suggesting thrombus embolization distally. The event was considered to be resolved without residual effects and the subject was discharged on aspirin and prasugrel.